Manufacturer narrative:
(B)(4). Date of event unknown. Bd awareness date provided. Carefusion provided as manufacturer in place of (B)(4). If further information becomes available, a follow up medwatch will be submitted.

Event description:
Customer stated that insulation at distal end near suction opening was too thin and failing prematurely causing electrical arcing issues. Issue occurred during use but there was no patient impact or adverse event.

Event description:
Customer stated that insulation at distal end near suction opening was too thin and failing prematurely causing electrical arcing issues. Issue occurred during use but there was no patient impact or adverse event.

Manufacturer narrative:
(B)(4). The samples were received and forwarded to the supplier for evaluation. The supplier investigated the returned samples and noticed that they appeared to have been used. There was watermarks from the sterilization process and scratches throughout the devices. The devices were tested for arcing and no defects were found. The supplier confirmed that arcing was not possible when the correct parameters are met. A 100% in-process inspection with a voltage dielectric strength of 5000v with a high voltage test was conducted and no issues were observed. The supplier determined that a higher than recommended voltage was used to cause the reported arcing. A review of the DHR was performed and no quality issues were found during production.

Manufacturer narrative:
(B)(4). The samples were received and forwarded to the supplier for evaluation. The supplier investigated the returned samples and noticed that they appeared to have been used. There was watermarks from the sterilization process and scratches throughout the devices. The devices were tested for arcing and no defects were found. The supplier confirmed that arcing was not possible when the correct parameters are met. A 100% in-process inspection with a voltage dielectric strength of 5000v with a high voltage test was conducted and no issues were observed. The supplier determined that a higher than recommended voltage was used to cause the reported arcing. A review of the DHR was performed and no quality issues were found during production.

Event description:
Customer stated that insulation at distal end near suction opening was too thin and failing prematurely causing electrical arcing issues. Issue occurred during use but there was no patient impact or adverse event.